Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
International customer reported that a patient underwent an extended hysterectomy and lymph node dissection. Surgical drains with attached reservoirs were placed at the right and left retroperitoneal space after the procedure. One reservoir inflated with air eight days following initial activation. A nurse found a tear at the heat seal of the reservoir. The device was removed from service and replaced. No adverse patient consequences were reported.